Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the emergency room with a low heart rate. The lead exhibited noise with occasional oversensing. The ra lead was tested in unipolar configuration, and the patient had pocket stimulation. The ra channel exhibited a period where no deflections were noted, and it was discussed that the patient likely had a silent atrium during that time. A surgical revision was performed and an insulation breach was observed on the ra lead. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.